Event description:
A baxter service tech reported an infusion pump with an 813:01 failure code.

Event description:
A baxter service tech reported an infusion pump with an 807:01 failure code, and contacted the facility's biomedical engineer who stated that there is no record of any pt incident involving the pump since the last baxter service event. Despite baxter's efforts to obtain addtional info, no further info was available at this time regarding whether or not the device was in use on a pt when the failure occurred, and no additional contact info was provided.